Event description:
Customer took blood glucose reading and received a result of 144 mg/dl. One hour later reading was 119 mg/dl. Customer took regular medications and started to feel bad. Went to the hospital and they tested blood glucose and received a result of 30 mg/dl. Customer was given glucose. No controls were being used. A request was made for the return of suspect device and replacement product was sent.